Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the blockage present in the air / water nozzle, which was identified during initial inspection appears to be a yellow plastic like material. In addition, the adhesive glue was found worn. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a colonovideoscope had foreign debris protruding from the air/water nozzle during initial inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: aspiration problem. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a yellow plastic foreign material - however, the material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed. As the user sent the device to olympus without reprocessing completely, it was presumed that the reported phenomenon was due to the user facility returning the subject device to olympus without reprocessing. The detection way is included in ¿operation manual: 3.2 inspection of the endoscope: inspection of the endoscope¿. Preventive measures are included in ¿operation manual: 5.3 returning the endoscope for repair¿. Olympus will continue to monitor field performance for this device.